Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tubelip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they were having issues with no delivery alarms from the insulin pump. It was reported that the customer had woken up during the night with a high blood glucose level of 22.4 mmol/l. They gave a correction and that went through fine. They tried to give a breakfast bolus but the insulin pump alarmed a no delivery. The customer's current blood glucose level was 12.2 mg/dl. Troubleshooting was performed. The insulin pump passed the self-test. The insulin pump passed the displacement test. However, when they tried to do another correction bolus of 4.1 units the insulin pump alarmed a no delivery. As they have tried all remedies and the insulin pump was alarming for a few months, the device will be replaced. The device will be returned for analysis.